Event description:
A nurse reported the trocar valves leakede during a retina surgery. The problem was resolved after replacing the trocar valves with standalone trocar valves. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is expected to be returned for evaluation. (B)(4).